Event description:
Patient implanted with prodisc-l at l4-5 was revised to a lesser degree superior endplate; the inferior endplate and polyethylene inlay were also removed, sizes were not changed. Reportedly, original implant was placed too far posterior. This is one (1) of three (3) reports submitted on this event.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation could not be completed; no conclusion could be drawn as no device was returned. Review of the manufacturing records has been requested.